Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: resolute onyx, guide wire: sion blue, guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo and eccentric lesion in the mid right coronary (rca) with moderate tortuosity and heavy calcification that was 100% stenosed. After pre-dilatation was completed, a non-abbott stent was deployed. Then during post-dilatation, a 3.0 x 15 mm nc trek balloon catheter was advancing when resistance met with the lesion and the balloon catheter could not cross the target lesion. The balloon catheter was removed with resistance due to the anatomy, and the procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.